Event description:
It was observed that during the device evaluation, the subject device had scratches on the eyepiece cup and tilted lens body, and the lens was broken and displaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is traced to component failure of lens and eyepiece cup due to repeated use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.